Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Surgical intervention was performed and attempts to reposition the lead were complicated by helix extension issues. The lead was explanted and replaced without issue. No additional adverse patient effects were reported.